Event description:
Site using iso-c, did two spins, they both were inaccurate-they both were off by 3 cm superior and anterior. The first was done pre-sterile, the second was sterile, and the only difference was that one had the frame was draped. The pt entered the surgery in a paraplegic condition-the surgeon required use of stealth to properly place cervical pins. The use of stealth and case aborted. Investigation by field service manager (fsm) indicates that one position of the iso-c was not calibrated, which was the position required for this particular case. All 8 positions are now calibrated and the system is fully functional.